Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a meniscus repair procedure on (B)(6) 2021, it was observed that two plates on the truespan 12 degree peek device deployed at the same time. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.